Manufacturer narrative:
The correction of d4 catalog# and d4 version of model# and h3: a device evaluated by manufacturer, h3: b device not eval provide code, h3: c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4: version of model#: ard568443710c. Corrected d4: version of model#: ard568446710a. Previous d4: catalog#: ard568443710c. Corrected d4: catalog#: ard568371938/ard568330933. Previous h3: a device evaluated by manufacturer: no. Corrected h3: a device evaluated by manufacturer: yes. Previous h3: b device not eval provide code: other. Corrected h3: b device not eval provide code: n/a. Previous h3: c if other provide code - explain: device not returned to manufacturer. Corrected h3: c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance it was found the screws were missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. The root cause is an incorrect tightening of covers side screws at the installation or during maintenance. The fall of the plastic cap is the direct result of a loosened screw and a lack of verification during yearly maintenance. In the chapter ¿maintenance¿, the user manual of lights indicates to check yearly for any loose covers and caps. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as indicated in the user manual. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. During preventive maintenance it was found the screws were missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was the getinge technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.